Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump received loss of prime alarms with multiple cartridges. The issue reportedly occurred while the patient was sitting at their desk. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings:review of the pump¿s black box data showed a history of loss-of-prime warnings. The complaint was not duplicated during testing. The pump was exercised for 24 hours without emitting alarms or warnings. An ezprime sequence was performed successfully during testing without producing alarms or warnings. The force sensor calibration was found to be out of specification. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.